Manufacturer narrative:
The check of the manufacturing chart did not show any anomaly on a total of 10 cta humeral head with lot# 201304746. No other complaints received on the same lot number. We will send a final MDR once the evaluation will be concluded.

Event description:
Smr hemiarthroplasty with a cta-head dia.46mm implanted on (B)(6) 2014 was converted to smr reverse on (B)(6) 2018 due to rotator cuff failure. Surgeon happy with final stability. Event happened in (B)(6).

Manufacturer narrative:
Check of DHR: the check of the manufacturing chart did not show any anomaly on a total of 10 cta humeral head with lot# 201304746. No other complaints received on the same lot#. Explants analysis: no explants available. According to the complaint source, explants were disposed of as per hospital procedure. Xrays analysis: no xrays referring to pre and/or post conversion have been provided to limacorporate. Conclusion: based on the few info received, a very deep analysis is not possible for this case. As per our instruction for use and surgical technique, a cta humeral head is indicated in case of cuff tear arthropathy. We cannot go back with certainty to the causes of the rotator cuff failure reported. According to the check of the manufacturing chart and the info reported by the complaint source, we can exclude that this conversion from smr anatomic hemi to smr reverse was related to the prosthesis itself (no product's anomaly). Based on other similar events reported, patient's conditions and/or surgical factors could have possibly contributed to this issue. Pms data: a total of 5 conversions from smr anatomic hemi with cta head to smr reverse due to cuff failure were reported to limacorporate on a total of about (B)(4) cta humeral heads belonging to the family 1323.09.xxx sold ww from 2004. This gives a revision rate of (B)(4). All the events were classified as not product-related. No corrective action planned for this specific case. Limacorporate will continue monitoring the market to promptly detect any similar issue.

Event description:
Smr hemiarthroplasty with a cta-head dia. 46mm implanted on (B)(6) 2014 was converted to smr reverse on (B)(6) 2018 due to rotator cuff failure. According to the info reported, the cta humeral head previously implanted was replaced with a 40mm glenosphere during the conversion done on (B)(6) 2018 to achieve a better stability. Surgeon happy with final stability obtained. Event happened in australia.